Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process and that the customer had an unspecified cartridge issue. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. The customer's blood glucose (bg) level was 483 mg/dl.